Event description:
The following article was received based on a literature review. Article: the utility of home tonometry for peri-interventional decision-making in glaucoma surgery: case series. A retrospective case study was done to describe 12 patients (18 eyes) in whom home tonometry was used to better understand individual nyctohemeral intraocular pressure (iop) fluctuation before and after various iop-lowering interventions. In case 10, a 75-year-old woman with primary open angle glaucoma (poag) underwent phacoemulsification and baerveldt implant in the right eye in aug 2019. She had an iop of 31 mmhg on post-operative day 1. The patient was using two topical iop lowering agents. The post-operative in-clinic iop averaged 12.4 mmhg in the year following surgery. A copy of the article is provided with this report.

Manufacturer narrative:
Section a, patient information: a4, a5: unknown/not provided. Section b3 date of event: as the event date is not available, the date of the article was provided. Section d4 model number: unknown/not provided. Section d4 serial number: unknown/not provided. Section d4 expiration date: unknown, as the serial number was not provided. Section d4 unique identifier (UDI) number: a partial UDI was provided as the serial number is not provided. Section d6a, if implanted, give date: unknown/not provided. Section d6b, if explanted, give date: not applicable, as there was no indication that the device was explanted. Section h4 device manufacture date: unknown, as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Levin a.m., mcglumphy e.j., chaya c.j., wirostko b.m., johnson t.v. The utility of home tonometry for peri-interventional decision-making in glaucoma surgery: case series. American journal of ophthalmology case reports. 2022 sep 7;28:101689. Doi: 10.1016/j.ajoc.2022.101689. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.